Event description:
Revision of an accolade tmzf stem for chronic dislocation and trochanteric fracture. Black corrosion was present at the head neck junction. Doctor used a constrained liner and dall miles plate on the revision surgery.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Revision of an accolade tmzf stem for chronic dislocation and trochanteric fracture. Black corrosion was present at the head neck junction. Doctor used a constrained liner and dall miles plate on the revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.